Event description:
A customer reported that they were unable to connect the adc device with the librelink application. The customer further indicated they then deleted the app, and re-installed, however, required unspecified third-party intervention. No additional details were provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor was able to scan successfully using the ios and android and was not able to replicate the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to connect the adc device with the librelink application. The customer further indicated they then deleted the app, and re-installed, however, required unspecified third-party intervention. No additional details were provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.